Manufacturer narrative:
The insulin pump was received with a blank display due to moisture damage on the electronics. The device had minor scratches on the display window, cracked battery tube threads, and a cracked reservoir tube lip.

Event description:
The customer reported via phone call that his insulin pump had a blank display anomaly after getting splashed with a little water. The customer was near a lake; he was in the presence of rain and splashing. The patient's blood glucose at the time of incident was 130 mg/dl. Troubleshooting was initiated and the customer confirmed that there was condensation under the lcd display. There were no alarms triggered; only the blank display anomaly occurred. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.